Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4): the full lead was received and analyzed. The analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. Product ID 559445 implantable pacing lead implanted: 2010 (B)(6); product ID p1501dr implantable pulse generator (ipg) implanted: 2010 (B)(6). (B)(4).

Event description:
It was further reported that both the rv and ra leads previously developed crush syndrome. The patient now presented to remove the remaining portion of the ra lead, which had migrated to the right ventricular outflow tract (rvot). The remaining portion of the ra lead was successfully removed. No patient complications have been reported as a result of this event.

Event description:
It was reported the right ventricular (rv) lead was fractured. The lead also exhibited high impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).